Event description:
Procedure type: inguenal hernia repair. According to the rptr: balloon burst, a piece broke off into the cavity and it retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).